Manufacturer narrative:
The 60-6085-200 vcare small (31 mm) cup was returned to the quality assurance complaint laboratory. The product device was observed to be packaged without original packaging. As received, the cervical cup and intrauterine balloon had completely detached from the manipulator tube, therefore this complaint is confirmed. It was noted that the locking mechanism was firmly attached to the manipulator tube, indicating that it had not been released when removed. No manufacturing or part related defect was identified. A DHR review was not possible, as the lot number for this product has not been made available. A 2-year review of product history for this device family showed there have been a total of twenty-seven (27) complaints (17 confirmed or pending evaluation), including this complaint. (B)(4). It should be noted, of the twenty-seven (27) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. This failure mode is addressed in the risk document. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. A CAPA has been initiated to address this issue. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of patient injury the vcare instruction for use (IFU) states, "prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Methods should be used to reduce the size of the uterus prior to removal through the vaginal canal." Also, "upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumbscrew; the metal shaft and handle with balloon inflation valve. "The instruction for use (IFU) specifically states under removal and disposal of vcare "re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air frm the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus."

Event description:
As reported by the user facility, during a robotic hysterectomy, the vcare, small (31 mm) cup, was being used to remove the "large" uterus vaginally. The manipulator came out of the uterus as the uterus was being delivered with the locking mechanism of the device not released.. The green plastic cup and blue tip of manipulator detached in the abdomen. The detached components were located and removed with no significant delay in procedure. There was no injury to the patient. This report is filed on the basis of potential injury with recurrence.